Manufacturer narrative:
The device was received for evaluation attached to a non-baxter filter. Visual inspection revealed a crack on the filter post. A leak test was performed by filling the device with water. After fill, a leak was observed from the crack on the filter¿s post. No evidence of a leak was observed from any parts of the infusor device. The device was found to be conforming product. The cause of the cracked non-baxter filter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a multi-rate infusor leaked between the luer and a non-baxter filter. This event occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.